Manufacturer narrative:
Batch review performed on 11 november 2020, lot 180040: (B)(4) items manufactured and released on 30-may-2018. Expiration date: 21-may-2023. No anomalies found related to the problem to date, all items of the same lot have been already sold without any other similar reported event. Other devices involved in the event: cup: versafitcup 01.26.50mb acetabular shell ø 50 lot. 177473 (k083116), batch review performed on 11 november 2020, lot 177473:(B)(4) items manufactured and released on 02-mar-2018. Expiration date: 22-feb-2023. No anomalies found related to the problem to date, all items of the same lot have been already sold without any other similar reported event, liner: versafitcup dm 01.26.2850mhc double mobility hc liner ø 50/28 lot. 178296 (k092265), batch review performed on 11 november 2020, lot 178296: (B)(4) items manufactured and released on 22-mar-2018. Expiration date: 09-mar-2023. No anomalies found related to the problem to date, all items of the same lot have been already sold without any other similar reported event, ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115), batch review performed on 11 november 2020, lot 174689: (B)(4) items manufactured and released on 05-january-2018. Expiration date: 18-dec-2022 no anomalies found related to the problem. To date, 127 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain, the cause of the pain is unknown, 2 years and 2 months after the primary surgery. The surgeon removed all revised all components and the surgery was completed successfully.